Event description:
Therapist responded to ventilator alarm. Found safety valve open. Pt ambued and ventilator was switched. The ventilator was evaluated by the mallinckrodt engineer and noted error code 6041 in memory. This diagnostic code represents partial occlusion in one limb of the breathing circuit. Error code could not be duplicated.